Manufacturer narrative:
The technician found all four casters had broken brake stems. The technician indicated the casters were engaged too hard past the point of locking. The technician replaced all four casters to repair the bed.

Event description:
Info rec'd indicates the brake will not hold.